Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had power error. Customer's blood glucose level was unknown at the time of incident. It also stated that troubleshoot was performed for power error on insulin pump and issue of power error was unresolved. Customer was advised to discontinue use of insulin pump and pump will need to be replaced. Insulin pump will return for analysis.

Manufacturer narrative:
The correct information has been provided with this report.